Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two accutrac 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two accutrac 200 laser fibers were used in a ureterolithotomy by rigid ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noted that the laser fiber was not emitting enough laser energy to break the calculi. When the fiber was removed, it was noted that the connector was hot to touch. A second laser fiber was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient and the physician was not burned by the hot connectors. The procedural delay resulted in the patient developing blood clots. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Problem code 2907 captures the reportable event of fiber tip detached. Patient code 1888 captures the reportable event of hemorrhage (blood started to congeal). Block h10: investigation results an accutrac 200 laser fiber was returned in one piece with the tip detached. The fiber measured approximately 312.2 cm from the top of the connector to the tip. Exposed glass portion of the distal tip measured approximately 3 mm and was consistent with a fracture. The remainder of the tip was not returned. The pattern on the tip face was consistent with a tip detachment, likely as a result of handling during setup of the device as it interacted with a scope, and the device had no influence on the event. The condition of the returned device confirmed that the fiber tip detached. Therefore, a review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this manufacturer report pertains to one of two accutrac 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on december 6, 2018 that two accutrac 200 laser fibers were used in a ureterolithotomy by rigid ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noted that the laser fiber was not emitting enough laser energy to break the calculi. When the fiber was removed, it was noted that the connector was hot to touch. A second laser fiber was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient and the physician was not burned by the hot connectors. The procedural delay resulted in the patient developing blood clots. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Type of reportable event: serious injury. Problem code 1437 captures the reportable event of fiber connector overheats. Problem code 2907 captures the reportable event of fiber tip detached. Patient code 1888 captures the reportable event of hemorrhage (blood started to congeal). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two accutrac 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on december 6, 2018 that two accutrac 200 laser fibers were used in a ureterolithotomy by rigid ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noted that the laser fiber was not emitting enough laser energy to break the calculi. When the fiber was removed, it was noted that the connector was hot to touch. A second laser fiber was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient and the physician was not burned by the hot connectors. The procedural delay resulted in the patient developing blood clots. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.